Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient felt strong stimulation while laying on their back during a CT scan on (B)(6) 2018. The patient was getting an MRI (unrelated to the device/therapy) on (B)(6) 2019 and was attempting to unlock the controller and enter MRI mode. The patient claimed that they charged the ins the day before the report and usually charge every day, and that they left the ins off prior to the MRI appointment due to the previous issue while laying on their back. The patient was seeing a 'no device found' message. No further complications were reported.